Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included abnormal uterine bleeding, gravida ii, parity 2, itching, anxiety, dissociative disorder, dissociative disorder, hypertension, leiomyoma and endometrial polyp. Concomitant products included alprazolam, amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), clonidine, estradiol, gabapentin, megestrol, oxycodone hydrochloride; paracetamol (percocet), rosuvastatin and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), intermenstrual bleeding ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, intermenstrual bleeding, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Case becomes an incident. Removal was added. Surgery names, removal dates, concurrent conditions, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included abnormal uterine bleeding, gravida ii, parity 2, itching, anxiety, dissociative disorder, dissociative disorder, hypertension, leiomyoma nos and endometrial polyp. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall), clonidine, estradiol, gabapentin, megestrol, oxycodone hydrochloride;paracetamol (percocet), rosuvastatin and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, "), dysmenorrhoea ("dysmenorrhoea"), intermenstrual bleeding ("metrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, intermenstrual bleeding, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.